Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low pacing impedance in the right ventricular (rv) lead. The right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient's status was noted as stable.